Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the pump was dry. It was reported the patient was on a very high rate and was requiring frequent refills because of the personal therapy manager (ptm) and the concentration of the drug was very dilute so it required a high volume to deliver an appropriate dose. It was further reported that the pump was working properly and it was a drug concentration issue. The healthcare provider (hcp) was notified of the reason for the frequent refills being due to drug concentration. The hcp was looking into a more concentrated dose for future refills. It was reported that the issue was resolved and the patient's pump was set to minimum rate. The alarms were related to empty reservoir. The patient's weight at the time of the event was unknown. It was reported that the patient was doing well and the pump was functioning and still in use.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding the patient receiving ropivacaine 2 mg/d ay 2 mg/day via implantable pump. The indication use was for non-malignant pain. The company representative (rep) reported that the pump was empty. The pump was filled on 2023-10-26 and the pump was dry on 2023-11-12. The agent reviewed flow rate and confirmed that pump would have gone empty in the past couple of days. It was recommended to the rep that they discuss with healthcare provider (hcp) if they can get a higher concentration drug and discussed flow rate considerations. No symptom was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.